Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control module was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2002. The month of manufacture was unavailable at timeâ of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The control module was recommended for replacement to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in a system required restart that results in a loss of mechanical ventilation, during pre-use checkout. There was no patient involvement.